Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse tried the device with the simulator and it did not cause any problems. Various checks and various and prolonged tests were carried out, no problems detected. Device returned in working order.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 ( impact & clinical code).

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) unit did not start when turned on. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit did not start when turned on. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.